Event description:
A customer reported that their insulin pump declared an alarm 20 during the loading process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer by attempting to load a new cartridge, but the alarm recurred. The pump was under warranty, so technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy.